Event description:
A clinic reported they had not been reprocessing the auxiliary water channel of a loaner scope. The device has not been returned to olympus for investigation. There was no allegation of harm.